Manufacturer narrative:
A batch record review was conducted resulting in the following: urinary catheters in question was manufactured under material identification number 1718754 and manufacturing lot # 7j01751. The product was packed according to the instructions. According to standard operating procedure point a12, no foreign bodies in peel pack are allowed. Review of the device history record, showed that all relevant tests required during the manufacturing and packaging process and final product release had been fulfilled and met the requirements. No nonconformity had been registered during the production process of the mentioned lot. A photograph of claimed sample has been provided and evaluated. The fiber inside the peel pack was observed. The defect reported has been confirmed. The sample did not meet requirements general quality requirement for peel-pack packaging point a12. No foreign bodies in peelpack are allowed. No another complaint with for foreign matter (e.g. Hairs, insects) within primary pack, related to part number 421565 have been registered in trackwise 8.7 from 28 october 2016. The corrective/preventive action investigation has been approved and is complete with following conclusion: based on examination of received samples it can be concluded that foreign matter inside primary package comes from polybag in which water sachets are supplied. There is no possibility to change way of packaging but, taking into consideration probability of repeatability of such issue, no action is required. A corrective/preventive action (CAPA) has been opened and will remain open until the investigation is complete. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: (B)(4). Manufacturing site: (B)(4).

Event description:
To date no additional patient or event details has been received.

Manufacturer narrative:
(B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: (B)(4).

Event description:
It was reported a white fiber present in the primary pouch. A photograph depicting the reported complaint issue was provided by the complainant.